Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of a leak was confirmed. During evaluation, it was determined the endoscope screen was fogging and the image flickered after aeration rather than the reported no image. In addition, fluid invasion was found in the connector, and signs of past corrosion on the ultrasonic connector and body control unit. Also, a soft bubble was found on the pink rubber of the probe. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus there was condensation found inside of the water-resistant cap after cleaning the evis exera ii ultrasonic bronchofibervideoscope. The scope was also showing no picture when connected to the tower prior to an unknown procedure. The procedure was completed with a similar device with no delay. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of no image as stated by reporter.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, an air leak occurred in the scope connector, so the ultrasound connector was corroding and an insulation failure occurred, which may have resulted in no images produced. Olympus will continue to monitor field performance for this device.